Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination of the device revealed that the device found that the coil and sheath were separated at the burr housing strain relief in accordance with the reported events. Testing was performed using a test burr catheter, as the returned burr catheter was separated and could not be used. The returned advancer was connected to the rotapro console control system. When the knob switch (ablation button) was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues using a test burr catheter.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment artery (rpl). A 1.25mm rotapro was selected for use. During the procedure, the system stalled after the first ablation at 200,000 set speed and the burr got stuck in the lesion. The root was cut off and picked up and retrieved by a guiding 5fr and the procedure was completed using this device. The patient was in good condition after the procedure. No complications were reported.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment artery (rpl). A 1.25mm rotapro was selected for use. During the procedure, the system stalled after the first ablation at 200,000 set speed and the burr got stuck in the lesion. The root was cut off and picked up and retrieved by a guiding 5fr and the procedure was completed using this device. The patient was in good condition after the procedure. No complications were reported.